Manufacturer narrative:
The insulin pump received button error alarms due to corroded keypad traces. The device passed the displacement test, operating currents, self test, and off no power test. No failed battery alarms noted. The device had a missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 138 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.